Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that dotted lines were displayed on the mobile programmer application screen although no evidence of a disconnection was present was confirmed and it was determined that the mobile programmer lost connection. Analysis of the service logs found the customer comment that the system was unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that dotted lines were displayed on the mobile programmer application screen although no evidence of a disconnection was present. It was noted that good wireless telemetry had been achieved at the start of the procedure, however dotted lines were shown with no way to get the connection back. Another attempt was made to interrogate however the system was unresponsive and nothing happened. The session was then ended with the device and it was not possible to interrogate the device again. An alternative legacy programmer was obtained and used to interrogate the device and continue the procedure which had been delayed as a result of the issues encountered. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.